Event description:
Information received by medtronic indicated that the insulin pump had crack on the back on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11d. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged blank display found on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. However, pump received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test due to pump error 3 alarm. Successfully downloaded history files and traces using thus software. Pump error 53 was found in history file (file number: 51, line number: 693). Pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked keypad overlay scratched lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged cosmetic damaged confirmed. Insulin pump error confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.